Manufacturer narrative:
One osseotite parallel walled implant (oss410) was returned for investigation. Visual inspection of the as returned product identified the upper part of the implant fractured and attached to a crown. Measurements and functional testing could not be conducted due to the device being severely fractured and attached to a crown. Pre-existing conditions noted on the per are good oral hygiene and moderate bone density (type ii). The reported device was located on tooth # 19 and implanted for approximately 17 years. However, it was reportedly fractured after about 7 years of function. DHR review for the lot (103852) had revealed no deviations nor non-conformances which could have caused or contributed to the event (fracture). All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (103852) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (oss410). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified for the reported event. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant ((B)(4)) fractured. The implant was removed. A new implant will be placed. Tooth location 19.